Event description:
It was reported that during use a power outage occurred in the hospital. The anesthesia machine screen went off without switching to battery operation. Later, the device was restarted and continued to be used. Reportedly the screen went off without alarm. No injury reported.

Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report. H3 other text : on-going.

Manufacturer narrative:
For the investigation the provided photos and information were analysed. As no logfile for the relevant date was available, it was not possible to retrace the descriped event. However it was found that the used batteries were stored longer than recommended before installing them into the device. As the maximum storage time was exceeded it was assumed that the batteries were already pre-damaged when they were installed. The batteries are subject to an aging process and are replaced periodically during product maintenance. During start up phase the device checks the batteries. In case of a battery failure or a deeply discharged battery during start up an alarm is generated. Charging level of the batteries always will be shown on the display and should be observed by the user. This event must be rated as single failure and was caused by not following the label information printed on the battery. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The field failure rate is subject to permanent monitoring by the responsible product quality board and is rated as acceptable.

Event description:
It was reported that during use a power outage occurred in the hospital. The anesthesia machine screen went off without switching to battery operation. Later, the device was restarted and continued to be used. Reportedly the screen went off without alarm. No injury reported.